Manufacturer narrative:
The lot number is not known; therefore, the device manufacture and expiration dates cannot be determined. Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 10, 2009, that a nitinol urological retrieval coil was used for a ureteroscopy procedure performed in 2009. According to the complainant, the retrieval coil sheath near the handle hub detached inside the patient and was removed using forceps. The procedure was completed using another type of retrieval coil. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."